Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the unspecified sensing problem was described to actually be undersensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. The dislodged lead exhibited abnormal threshold and perception. The physician failed to fix the lead in the right atrium after several attempts and opted to explant and replace the lead. The patient experience no adverse consequences.